Event description:
On (B)(6), 2013 it was reported that the patient underwent a full revision surgery that day due to a lead discontinuity. The impedance after the full revision was noted to be ok. The explanted products were returned for product analysis on (B)(4) 2013. Review of manufacturing records confirmed that the lead and generator passed all functional tests prior to distribution. The physician later reported that the high impedance was first observed on (B)(6) 2013 and the patient¿s generator had not been programmed off. X-rays were taken but they would not be sent to the manufacturer for review. It was unknown if any patient manipulation or trauma occur that is believed to have caused or contributed to the high lead impedance. Product analysis was completed on the explanted generator on (B)(4) 2013. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Product analysis is still underway on the leads and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.